Event description:
The foley catheter that was draining in the room prior to returning to the operating room for a c-section stopped working. When we entered the abdominal cavity there was over 350cc of urine in the bladder. The foley had to be replaced mid-surgery. There was a 15 minute delay in the procedure.